Event description:
The customer stated that a pt was dialyzed on at least four different occasions in the "sequential" mode on the dialog plus hemodialysis machines. One of the pt's physicians had expressed his plan to dialyze the pt using a ultra-filtration (uf) profile. The physician prescribed profile #19, a sequential or uf only profile, and the pt care technician went about setting up and preparing the machine to treat the pt and conducted the pt treatment for at least three more runs using the physician order. The customer stated the physician was not aware that the profile he had chosen was a "uf only" program and the pt care tech was confused about the meaning of the word "sequential." The pt passed away. The cause of death stated by the customer was "withdrew dialysis."